Event description:
On (B)(6) 2011, patient reported the down button on the infusion device does not function properly. This was first noticed on (B)(6) 2011 when patient attempted to bolus. Patient boluses 2 times per day. The down button pops up after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.